Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture management weekly trend data shows a threshold measurement of 0.5v through (B)(6) 2015, then gradually rises up to 2.5v or greater by (B)(6) 2016. The full lead was subsequently returned and analyzed. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The inner insulation of the lead was observed to have blood ingression. The outer insulation of the lead was observed to have blood ingression. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Analyst noted that visual inspection was performed using destructive analysis, and apparently an extrinsically puncture through a side of the lead allowing blood ingress in lumen. It is likely that the extrinsic insulation breach that was observed during analysis occurred at implant and that contribute to the electrical complaints.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the right ventricular (rv) lead. The lead had sudden high pacing thresholds due to a suspected myocardium perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex .